Event description:
Information was received that the device was dropped and was returned for repair. Upon evaluation it was determined that there was a tear in the insulation of the power cord with metal exposed. The device was not in use at the time of the reported problem and there was no reported patient harm. An investigation was performed and it was confirmed that the cord was subjected to abuse beyond design intentions.